Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that during refill appointments in (B)(6) 2016 and (B)(6) 2017, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. It was reported that the patient experienced increased pain. The pump was explanted, and the patient was implanted with a new pump on (B)(6) 2017.